Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported from the site that the patient's controller changed to the second battery when the first battery had greater than 25% capacity still remaining. It was stated that there were no effects, consequences or impact to the patient. The batteries were replaced and log files were sent to manufacturer. No additional information received.

Manufacturer narrative:
Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The controller serial number (B)(4), which provided the logs for this analysis, had not been upgraded to smr and did not log any alarms within the analyzed period. Review of the log files revealed several occurrences of power switching events due most likely due to communication anomalies between battery and controller or normal patient usage behavior. The following batteries triggered the power switching events: batteries ((B)(4)). The manufacturer has open an internal investigation for the root cause of the communication errors. Labeled for single use. Battery - (B)(4)- received: 10/21/2016.